Event description:
Received a letter from baxter healthcare via us mail on 02/23/2010 regarding adverse report numbers: (B)(4). From (B)(6) 2007 through (B)(6) 2008, while pregnant, the pt (aer: (B)(4)) received medefil heparin sodium (lot numbers: h107340, h107305, h08113, h07325; 100 units/ml-5ml syringe and 10 units/ml-5ml syringes) IV twice a daily for a PICC line flush. The PICC line kept blocking, and was advised to use even more heparin to flush her PICC line. In (B)(6) 2007, the pt experienced passing out, chest tightness, difficulty breathing, projectile vomiting, horrible stomach aches, nausea, diarrhea, chest pain, fatigue, enlarge left atrium of heart and developement of severe hypersensitivities. On (B)(6) 2008, heparin therapy was discontinued upon receiving the heparin recall letter. Treatment was not reported and symptoms gradually lessened in severity and/or resolved. On a reported date, the pt delivered a male neonate (gestational age and condition at birth not reported-(B)(4)). The reporter believed the events were related to heparin therapy.

Manufacturer narrative:
Lots: h107340, h107305, h08113, h07325; 100 units/ml-5ml syringes and 10 units/ml-5ml syringes) were released for commercial distribution following the release testing criteria for heparin lock flush solution, usp monograph. These heparin products have been recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium, recall number z-1543/1545-2008. The side effects of oscs are; nausea, vomiting, shortness of breath, and blood pressure drop. Recall has been completed and closed as acknowledged by FDA on letter dated april 15, 2010.